Event description:
It was reported the patient's blood glucose level rose to 450 mg/dl (25 mml/l) while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site on the abdomen, the pod's cannula was found bent. It was also reported the patient had symptoms of headache, fatigue, and blood at the insertion site. Additionally, the smell of insulin was mentioned which indicates the pod was leaking. As treatment a new pod was applied. After the pod was replaced the patient¿s symptoms and bgs improved. No other treatment was mentioned.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.5-p001operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.